Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. The reporter commented: the patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received- previously reported event ¿injury¿ was updated to ¿pelvic pain¿, events ¿abdominal pain and migration¿, reporter information , lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting one of the coils into my tube". The patient's medical history included urinary incontinence and cesarean section. Previously administered products included for an unreported indication: mirena from (B)(6) 2011 to (B)(6) 2014 and depo-provera on (B)(6) 2014. Concurrent conditions included sickle cell trait and pelvic discomfort. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), flank pain ("side pain") and anaesthetic complication ("difficulty waking up from anesthesia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, fatigue, cystitis, urinary tract infection, vaginal infection and anaesthetic complication outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and flank pain was resolving. The reporter considered abdominal pain, anaesthetic complication, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, flank pain, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: the patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Pregnancy test - on (B)(6) 2014: negative.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Events added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, bladder infection, urinary tract infection, vaginal infection, side pain, difficulty inserting one of the coils into my tube and difficulty waking up from anesthesia. Event severity added for: pelvic pain. Reporters, historical drug, medical history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.